Event description:
It was reported that during an unk procedure, the device did not work from the beginning, it would not activate. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the tissue pad missing. The device appeared to be in good condition except for the missing tissue pad. A possible reason for this type of damage occurs when the instrument is activated without tissue present. Our instruction insert states: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed and keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. However, the device was tested with a generator and no anomalies were noted with the activation of the device. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. Our manufacturing batch history review identified that activation issue were detected during the manufacturing of one of these lots. When this occurs. Our quality system documents the necessary actions to ensure final product quality. The final quality release criteria was met before this batch was released for distribution.